Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death described as due to a ¿combination of causes¿ (not further specified). It was not reported if an autopsy was performed. It was not reported if the patient recovered from an infection they experienced the previous month prior to death. It was not reported if pd therapy was ongoing until the time of death. No additional information was available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, iipv events or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.